Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history

Event description:
It was reported the patient experienced inadequate stimulation with their drg system. In turn, an additional lead was implanted on (B)(6) 2018 to address the issue. Follow-up indicates therapy was restored resolving the issue.